Event description:
It was reported that during a pacemaker replacement procedure, the physician noticed that there was no torque on this right atrial (ra) lead, and it was felt like it was rotating freely. However, this ra lead was connected to a new pacemaker, the measurements were in range, and it was left in place. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, d4 and h6 device codes.

Manufacturer narrative:
The local area sales representative was contacted for additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the physician noticed that there was no torque on this right atrial (ra) lead, and it was felt like it was rotating freely, subsequently, it was found that there was no helix. However, this ra lead was connected to a new pacemaker, the measurements were in range, and it was left in place. No adverse patient effects were reported. This ra lead remains in service.